Event description:
It was reported that the patient, who is enrolled in the a4010 vercise dbs registry clinical study, developed moderate off postural instability. The patient was admitted and treated with medication. The physician assessed that the event was unlikely related to the stimulation, not related to the procedure, and not related to the hardware. Additional information was received that the physician assessed that the event was not related to the stimulation, not related to the procedure, and not related to the hardware.

Event description:
It was reported that the patient, who is enrolled in a clinical study, developed moderate off postural instability. The patient was admitted and treated with medication. The physician assessed that the event was unlikely related to the stimulation, not related to the procedure, and not related to the hardware.